Event description:
Placing pedicle screws into the patients spine when the tulip head of the screw broke off. The remaining screw was then subsequently removed with other tools and the broken screw and all its parts were removed.